Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " customer´s cssd is not able to clean the instrument behind spring balls. There was still dirt/blood behind the balls after reprocessing. No adverse patient impact, no surgical delay. Seen in cssd.". The product was not returned to medtech orthopaedics; however, photos were provided for review. ¿(B)(4) photo¿. The photo investigation revealed that s/c trial handle (205512000) had dirt/blood behind the balls. Per IFU-0902-00-721, care should be taken to remove any debris, tissue, or bone fragments that may collect on the instrument. Instruments with cannulas, moving parts, or spring mechanisms require additional cleaning steps to ensure proper removal of all trapped debris. In addition to other important steps to follow, the IFU instructs the use of a soft bristle brush to remove all traces of blood and debris, paying close attention to threads, crevices, seams, and any hard-to-reach areas of the device features. If the instrument has sliding mechanisms or hinged joints, actuate the area to free any trapped blood and debris. Based on the observed unclean condition of the device features, it does not appear the device was properly cleaned as prescribed by the IFU. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the s/c trial handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to failure to follow instructions and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: g1 (manufacturing site name).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, " customer´s cssd is not able to clean the instrument behind spring balls. There was still dirt/blood behind the balls after reprocessing. No adverse patient impact, no surgical delay. Seen in cssd." The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that s/c trial handle (205512000) had dirt/blood behind the balls. Per IFU-0902-00-721, care should be taken to remove any debris, tissue, or bone fragments that may collect on the instrument. Instruments with cannulas, moving parts, or spring mechanisms require additional cleaning steps to ensure proper removal of all trapped debris. In addition to other important steps to follow, the IFU instructs the use of a soft bristle brush to remove all traces of blood and debris, paying close attention to threads, crevices, seams, and any hard-to-reach areas of the device features. If the instrument has sliding mechanisms or hinged joints, actuate the area to free any trapped blood and debris. Based on the observed unclean condition of the device features, it does not appear the device was properly cleaned as prescribed by the IFU. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the s/c trial handle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to failure to follow instructions and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the facility cleaning and sterile processing department is not able to clean the instrument behind spring balls. There was still dirt/blood behind the balls after reprocessing. No adverse patient impact, no surgical delay.